Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll ns had leakage past the stopper. The following information was provided by the initial reporter: it was reported that customer would like to inform you that one of our customers has submitted a complaint regarding the following product: 20ml bd luer-lock syringe 3d/700 ¿ art. No. 302055 ¿ batch 2502125 / 2506019 / 2504030. The customer has reported leakage at the rear side of the syringes, i.e. At the plunger end. A portion of the affected syringes has been collected from the customer for further investigation. We can confirm the presence of a substance behind the black end of the plunger. This substance is presumed to be dried residue originating from the syringe contents (either ceftriaxone or broth). To the best of our knowledge, the presence of any substance behind the plunger is not in accordance with the applicable quality requirements. As a precautionary measure, the customer has placed all affected syringes currently in stock under quarantine. Given the potential impact, the customer is requesting feedback at the earliest possible stage in view of a potential recall. In light of the above, we kindly but urgently request your immediate assessment of this deviation, as well as your guidance on the appropriate next steps. Could you please confirm whether this issue is known to you and indicate which corrective actions and follow-up measures you propose? A total of eighty (80) syringes is available for further analysis. Should these samples be required, we kindly request that you inform us of the intended collection date, so that we may ensure the samples are prepared and available for collection. We would greatly appreciate your prompt attention to this matter and look forward to receiving your urgent response.